Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation, it was confirmed that the probe broke off at 16 mm from the distal end. The shape of the fracture surface showed that the cracks developed from the broken point. The manufacturing history was reviewed, with no irregularities noted. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was cracked when the user activated the output applying only the probe tip to the tissue with strong force, or twisting the device while grasping the tissue, besides the probe was broken when the probe received a load. Ultrasonic output error occurred due to the cracks on the probe. The instruction manual of the device has already warned as follows; do not apply the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. The probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity.

Event description:
During a laparoscopic appendectomy, the subject device was used. In the procedure, ultrasonic output error was occurred. When the user checked the subject device outside the patient, the probe was broken off. The procedure was completed with similar device. There was no patient injury reported.